Event description:
Burn of scleral tunnel wound (requiring sutures for closure rather than being self-sealing as intended) due to phacoemulsifier, during cataract surgery. Suspect this was due to a fold-over of tissue flop within the scleral tunnel, compressing the tip infusion sleeve. The only harm done is an increased amount (8-10 diopters) of plus-cylinder astignation by 90 degrees, which is believed is temporary but likely will have an effect (mainly thicker eyeglasses to correct the astigmatism) for 1-2 years after surgery. Also occurred in an 86-yr-old lady 11/21/95, believed for the same reasons, but with dissolution of the scleral noob and yet the wound was nicely self-sealing.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, other, unanticipated. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.